Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a 25 g x 1 in. Bd safetyglide¿ needle was used to give a patient a vaccine and the tip of the needle broke off in the patient's thigh. Initially the patient and healthcare provided were unaware the needle had broken until the patient complained of pain and it was then determined the needle had broken an remained in the patient's skin. Surgery is scheduled to remove the needle.